Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue (delay in lowering gripper) could not be determined. It is possible that the cds experienced compressive forces on the gripper lumens during preparation, resulting in the delay in the gripper lowering; however, based on the information reviewed and without the device to analyze a cause for the reported gripper actuation issue cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed for the gripper issues on the first device (lot 60921u145) which has potential to cause or contribute to serious injury if it were to occur in the anatomy. It was reported that during device preparation, one of the grippers on the mitraclip delivery system (cds) would not move; it remained parallel to the shaft while the other gripper responded to the gripper lever. After moving the gripper lever up and down several times, the other gripper started responding and the cds was used in the patient. This happened again with the second cds, but it was also successfully used. Mitral regurgitation (mr) was reduced from grade 4 to grade 2 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.